Manufacturer narrative:
The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in supplemental 3500a form.

Event description:
Sales rep reported that a patient was returned to surgery for repair of a recurrent hernia. Adhesions to the mesh device were observed and lysed. Upon taking down the adhesions he noticed the hernia defect had occurred through the mesh. The surgeon noticed that a portion of the mesh was torn. The device was excised. No further information was provided.